Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve (18969702) was chosen for implant. A small navitor loading system (18995437) and 18f small flexnav delivery system (19008325) were used as well during procedure. After the valve was implanted, an unknown pigtail catheter was passed to the left ventricle to measure gradient. An unknown guidewire was used to straighten the pigtail catheter, while retracting the guidewire got caught on the struts of the implanted valve and dislodged it from its position in the aortic annulus. The patient remained stable at the time of embolization, and the migrated valve did not block any coronary arteries. The valve was snared back. The decision was made to implant a second valve within the first. The second valve was also a 25mm navitor valve (18970718), which successfully implanted using a 18f small flexnav delivery system (19008338). The patient status was reported to be stable. There was no clinically significant delay in procedure. The gradient following the implant was 4.5mmhg. No additional information was provided.

Event description:
Subsequent to the initially filed report, additional information was received that for the valve that migrated, the starting implant depth at deployment was 3mm and 2mm. The final implant depth at release ended at +/~ 2mm and 2mm. There were no difficulties in deploying the valve during procedure. The patient had known clinical difficulties. The guidewire was a confida wire; manufacturer is medtronic. The manufacturer of the 6f pigtail catheter was unknown.

Manufacturer narrative:
An event of migration of the navtior valve and snaring the valve after it migrated was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Information from the field indicated that the pigtail catheter interacted with the valve, which dislodged it. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.".